Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated patient has been having difficulty recharging ins. Caller stated with paddle directly over ins, the connection fluctuates between excellent, good and poor continuously and they are observing this behavior in the office as well. Caller stated that because of this, the patient has noticed paddle getting "pretty warm" and they haven't been able to charge ins. Caller mentioned patient had bypass surgery and didn't charge ins for a while but then they were able to get some charge in it and now this issue has come up. Caller didn't notice any damage to recharger. Troubleshooting was unable to be performed during the call, the controller showed "battery empty, recharge the controller" so no further troubleshooting could be done. An email was sent to the repair department. Caller stated patient had their controller replaced previously.